Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic colon procedure, the doctor used ligamax with imv (inferior mesenteric vein) but the first clip is broken and twisted. The second is also slipped inside the patient.

Manufacturer narrative:
(B)(4). Batch # p91d62. Per photographic evaluation: upon visual inspection of the pictures, 1 clip can be fully observed, the clip appear to be malformed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Device analysis the analysis results found that the el5ml device was received with no damage in the external components and 1 malformed clip inside a plastic bag. Upon cycling, the instrument was noted to be empty and locked out and the orange indicator was found undertraveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.